Event description:
It was reported that the patient experienced ineffective therapy on all three leads following a major fall. X-ray imaging revealed migration on two leads. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue wherein the leads were explanted.

Manufacturer narrative:
Date of event is estimated.